Event description:
Customer reports damage to insulin pump. Customer states insulin pump is cracked at battery compartment. Customer's blood glucose was 119 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker.